Manufacturer narrative:
The lv lead has been programmed off and may be replaced at a later date. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead was in the hospital for non-device related reasons. Interrogation of the device found the lv pacing impedance measurements were high and out of range. Further evaluation of the lead found it was not capturing. No adverse patient effects were reported.